Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were failed. The field service engineer ran the hardware test application to verify the failure and found that pocket nine in 3.2 failed, but the rest of 3.2 and all of 3.1 passed successfully. The fse inspected the cubie trays under the cubie pockets for foil debris and found none. The fse replaced the back panel on the half-height cubie drawer 3.1/3.2 and also found the hard stops loose and tightened the screws. The fse re-seated the row board cable header at the drawer controller, retractor cables and closed sensor cables. The fse finally verified the drawer's operation via the hardware test application. The fse also replaced the back panel on drawer 2.1/2.2 and drawer 4.1/4.2 and verified the drawer's operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.